Event description:
During testing, the unit would not deliver energy while shocking into defib test box.

Manufacturer narrative:
The reported problem of "will not deliver energy" was confirmed and duplicated. During the service testing, the unit charged and fired properly the first time, but during subsequent tests the unit failed to charge. Additional testing and investigation, found insufficient solder on one of the resistors on the difib board, thereby causing an open circuit that impeded current flow. The resistor was re-soldered/repaired. The device was tested and found to perform in accordance with it's specifications.